Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (unable to complete incoming functional testing) was confirmed. Upon investigation, the monitor was unable to complete incoming functionality testing. The cause of the test failure was isolated to shorted c6 and c7 capacitor on the computer/analog board causing the u6 to not generate volts for the igbt controllers. The root cause for the shorted capacitors was unable to be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.